Manufacturer narrative:
As no lot number was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified: the patient had an aris implanted in (B)(6) 2022. Reportedly the patient experienced bacterial vaginosis, recurrent yeast infection, pain with intercourse and vaginal spotting. Physical exam noted approximately 1 inch of mesh eroded through anterior vaginal wall and malodorous white discharge. Partner could feel sling with intercourse and claimant able to feel sling extruding through her vaginal wall with self-examination. Sling extrusion was noted on the anterior vaginal wall suburethrally. Partial aris excision was performed in-office followed by excision of aris and cystoscopy. Intraoperative findings: area of extrusion was located in the midline of the urethra. Pathology report: specimen consisted of two mesh-like hemorrhagic materials, 1.0 x 0.5 cm and 3.0 x 4.0 cm.